Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-66 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, a manufacturing review, and a review of the alarm log were performed. The reported f-66 alarm could not be reproduced. During product service other ancillary events were found, the device was repaired and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.